Event description:
Discordant sodium and chloride results were obtained on an advia 1800 for three patients. The discordant results for two patients were reported to the physician(s). The same samples were repeated on the same instrument and those sodium and chloride results were reported to the physician(s). There were no known reports of adverse health consequences or patient intervention due to the discordant sodium and chloride results.

Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. The fse evaluated the instrument and instrument data and determined that the cause for the discordant sodium and chloride results was unknown. The fse replaced the buffer and waste syringe seals, cleaned the cell base and ion selective electrode assembly's and adjusted the buffer bottle tubing. The instrument is performing within specification. No further evaluation of the device is required.